Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 559453 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Four thousand three hundred ninety four (4394) of 4604 lifetime ventricular sic are recorded beginning (B)(6) 2014. The lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non-sustained tachycardia (nst) episodes and ventricular sic. Maximum ventricular pace impedance rises from 912 ohm on (B)(6) 2014 to greater than 4000 ohms on (B)(6) 2014. There are 14 ventricular fibrillation (vf) and 15 nst events of less than 220 milliseconds v-v cycle recorded on (b)(66) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks from the right ventricular (rv) lead. On interrogation, it was observed that there was high impedance, increased short interval counts (sic), and non-sustained tachycardia episodes. A lead warning triggered. It was noted that the patient had done heavy construction work three or four days prior to the event. The detections were turned off. During the replacement procedure, the lead could not be removed due to fibrous tissue. The physician decided to implant a lead from the right subclavian at a later date. The patient remains hospitalized and the rv lead remains in use. It was also reported that the device was implanted after the use-before date. The device remains in use. No further patient complications have been reported as a result of this event.